Event description:
It was reported that during a total laparoscopic hysterectomy, the jaws wouldn't open while on tissue (while doing colpotomy). Surgeon cut around it (tissue would have been removed anyway, no excess tissue lost). During the procedure the tissue kept slipping from the jaws. There was no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was received with the jaw bent. The devices was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. It is possible that excessive body fluids and the damaged jaw influenced the opening and closing of the jaws. This was not confirmed during analysis. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The instrument was disassembled and no additional evidence was found that could have contributed to the reported incident. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.